Event description:
Event description guidant received information that the patient with this pacemaker had a syncopal episode and presented to the hospital with extremely low blood pressure. It was also questioned whether this device was included in one of the bounded populations affected by recent safety communications.